Manufacturer narrative:
Initial

Event description:
It was reported that an ilet user experienced overnight hypoglycemia after overtreating a prior low blood glucose with a reported value at 39 mg/dl and then consuming a meal that was announced at first bite, leading to hyperglycemia around 324 mg/dl followed by a subsequent decline to low blood glucose, with the user treating with oral fast-acting carbohydrates and then sleeping through additional lows; the event was attributed to user treatment behavior consistent with an improper or incorrect method rather than a device malfunction. Symptoms included hypoglycemia. Outcomes included the need for medication treatment with oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem was identified, and no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.